Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s daughter reported via phone call that they experienced high blood glucose of 600 mg/dl. Customer stated that infusion set had bent cannula and high blood glucose was corrected with bolus. Insulin pump will not be returned for analysis.